Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the right ventricular (rv) lead exhibited high thresholds and no capture and dislodgement is suspected, that the lead may have fallen in the atrium or moved from the original his bundle location. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.